Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the right coronary artery (rca) with mild calcification and mild tortuosity. Pre-dilatation was performed with a 2.00x10mm non-abbott balloon. Then, the 3.00x38mm xience prime stent delivery system (sds) was advanced to the target lesion and the stent was implanted. Post-dilatation was performed with a non-compliant non-abbott balloon when a distal edge dissection was noted; therefore, a 2.75x15mm xience prime stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.